Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review was requested which captured persistent low flow events with flow noted as low as 1.6 lpm. Flows were mainly hovering around the 2.4 to 2.5 lpm range. These patterns seen in the log file were consistent with the potential for an obstruction in the vad circuit.